Manufacturer narrative:
The injection gold probe received for analysis exhibited the ceramic tip fractured exposing the nitinol tube. No other anomalies were detected. The proximal and distal fracture sites of the ceramic tip were submitted to the scanning electron microscope (sem) lab for analysis. A fracture occurred at an approximate 45 degree angle at the transition step where the tip is inserted into the catheter. This typically is a high stress concentration area because of its ridged nature. The fracture surfaces exhibited good sintering with little porosity. No material anomalies were noted. The ceramic tip fractured as a result of a bending or side impact type external force. Based on the fracture features, the ceramic tip fractured as a result of a bending or side impact probably induced during the device preparation. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a esophagogastroduodenoscopy procedure (patient gender, age, and weight are unknown). According to the complainant, they were testing the device prior putting it into the scope. Normally the needle extends a small amount, but this time the needle extended about two inches. They decided to use another device (a heater probe which is not a bsc device) instead to complete the procedure. The condition of the patient at the end of the procedure is unknown.